Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an internal leak. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a broken front panel, battery cover, CPAP knob and input/output side label. The relief pressure, air mix and peep has non-original equipment manufactured knobs. Non-original equipment manufactured knobs will be returned back with device. Functional testing was able to duplicate the reported problem. It was determined that the leaking function switch was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.